Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The directlink module 82-6828 with sn (B)(4), lot number 193667 was tested according to procedure, and no issue were identified. The device functions correctly. A review of manufacturing records was performed and the device was found to have conformed to specification when released. Based on the results of the investigation, the reported issue was not confirmed and no root cause could be determined as the directlink module worked normally.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. This is #1 of three reportable complaints, see medwatch-1226348-2019-00456 and medwatch-1226348-2019-00457.

Event description:
It was reported that a direct link monitor stopped reading during use. The microsensor that was implanted was removed because the monitor stopped reading. There were two implants that used the same direct link box and cables which will be returned for evaluation.